Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain on long car rides, limping, stiffness, moments of immobility, difficulty getting out of care, increased pain climbing stairs, weakness, and anxiety about falling or dislocating hip. Medical records and revision surgical note reported patient had fever and elevated wbc count after revision surgery (B)(6) 2012 with greenish colored drainage at proximal aspect of incision. Patient was noted to have an iliopsoas abscess with extensive infection that grew pseudomonas. Revision surgical note reported bloody drainage with mild purullence in the drainage upon incision, significant abductor and muscle loss with bone that looked to be quite necrotic. The depuy femoral head will be reported for infection. Stem was reported on (B)(4), all other components were competitor products implanted on (B)(6) 2012.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (B)(6)2018: ppf, pfs and medical records received. Ppf and pfs alleges pain, injury, stiffness, limping, moments of immobility, anxiety, instability and infection. After review of medical records for MDR reportability, patient was revised to address infection. It was noted that there was a positive growth of levaquin sensitive pseudomonas. Doi: (B)(6)2012; dor: (B)(6)2012; right hip.